Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a connection error alert while charging the pump. There was no reported impact to the customer's blood glucose level. Follow up from tandem technical support (cts) confirmed with the customer that the pump charged with a wall adapter. However, cts was unable to confirm pump charge with cable or adapter. Although requested, no further information was provided.